Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing demonstrated by non-physiological/ sensing integrity counter (sic) sensing, high rate non-sustained tachycardia episodes of noise, and cross-talk. The lead was turned off and it remains in the patient. No patient complications have been reported as a result of this event.